Event description:
It was reported that last month, the patient with pacemaker and other manufacture leads presented to the emergency room with syncope. The field representative thought that it was likely due to loss of capture, where there were also observations of low pacing impedances. The pacemaker was thought to have been programmed to unipolar at that time. The patient has since moved and currently does not have a new following physician, and was back in the emergency room with symptoms of pre-syncope. The pacemaker was interrogated and checked by the field representative with no issues. The logbook found pseudo pacemaker mediated tachycardia (pmt) episodes and unnecessary atrial tachy response (atr) episodes due to sub-optimal programming for the patients age. The physician in the emergency room contacted the electrophysiologist, and the plan was to see the patient to appropriately reprogram. The device was since explanted and replaced due to product performance issues with the leads. Additional information from the field representative that was present at the explant indicated no further information was available as this was a brazilian device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected, which verifies the inner dimensions of the lead barrels and terminal blocks of proper setscrew placement. The device was then exposed to simulated heart load conditions, where the pacing, shocking, and sensing functions were tested. Forced impedance testing was performed, where all values were as expected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to reported loss of capture.

Event description:
Sending supplemental with device analysis.